Event description:
It was reported that the patient was scheduled for a revision surgery due to painful stimulation. The patient underwent a lead revision surgery on (B)(6) 2016. Diagnostics showed the device to be functioning properly with impedance value of 4050ohms and not near end of service. The explanted lead was discarded and therefore cannot be returned for product analysis. The physician reported that the patient had been experiencing neck pain and a hoarse voice. Clinic notes from the (B)(6) 2016 visit report that the patient feels that it never quite worked right as she was having neck pain and a hoarse voice every time the device stimulated. She feels like a wire is irritating her. It is palpable subcutaneous. The physician sent her for a soft tissue neck x-ray which showed that the device appears to be in a reasonably good orientation near where it should be.